Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 496 mg/dl with life threateningly high ketones and was addressed with a correction bolus and manual correction injections. Reportedly, customer's healthcare provider assisted customer in adjusting settings.